Event description:
It was reported that the infusion tubing had detached from the connector with multiple infusion sets allowing them to leak. The patient experienced elevated blood glucose levels as high as 500 mg/dl. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).